Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Manufacture date is unknown. On (B)(6) 2017, it was reported that the teeth were bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was november 6, 2013 where it was reported that the device needed preventative maintenance and the roller, gears, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on september 19, 2017 revealed that the comb was bent, the side plates were damaged, and the ball detents were worn. The calibration and sample mesh were unable to be taken do to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 19, 2017 which included replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the comb was bent, side plates were damaged and the ball dents were worn. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the teeth was bent. No adverse events have been reported as a result of this malfunction. Investigation results revealed that the comb was damaged.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported that the teeth was bent. No adverse events have been reported as a result of this malfunction.